Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be connected to the pulse generator's header. The device was not used, and a new device was implanted. The patient had no adverse consequences throughout the procedure.

Manufacturer narrative:
The reported event of the ventricle lead could not be inserted into the header was not confirmed. Analysis revealed no device anomalies. The device passed all testing, lead insertions and dimension checks. Device has normal device characteristics. Additionally, is-1 leads could be fully inserted into the v-connector port and nothing was found blocking the port.